Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire separated during insertion was confirmed. One used radial artery catheterization device was returned. The guide wire was unraveled with the distal .5 inch section of coil wire separated from the body. The catheter was also damaged with the distal end of the body missing. Microscopic examination determined that the core wire of the guide wire was separated adjacent to the distal weld as evidenced by discoloration / necking at the end of the core wire. Damage was observed on the needle bevel indicating contact with the guide wire. Additionally, the damage observed on the end of the catheter is characteristic of contact / puncture by the needle bevel. The guide wire/handle drawing specifies the guide wire length at 4 9/32 +/- 3/32". The length of the core wire was measured at 4", indicating that no pieces are missing. The catheter drawing specifies the overall length at 2.565 / 2.605 inches. The length of the catheter was measured at 2.125 inches indicating. Other remarks: that approximately .46 inches if the catheter body is missing. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that "if resistance is encountered when advancing guide wire do not force feed." The instructions also warn "do not retract guide wire against edge of needle while in vessel to minimize the risk of guide wire damage." The device history records were reviewed and did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint issue. Microscopic examination determined that both components were damaged by contact with the needle bevel. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the guide wire separated and a piece remained inside the patient. As a result, the physician pulled the piece of wire from the patient's skin. An x-ray was performed to ensure no wire fragment was left in the patient. They do not know if there was a delay in treatment and no patient death or complications were reported.